Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2019 with blood glucose of above 500 mg/dl. The customer¿s blood glucose level was above 500 mg/dl at the time of the incident and the current was 143 mg/dl. The customer experiences the nausea, dizziness ,vomiting and headache like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer does not allege the pump was under delivery. . The customer was treated with the insulin pump and the manual injection. The insulin pump will not be returned for analysis.